Manufacturer narrative:
Technician told the account to check the brake casters and linkages to isolate the issue. No further info is available on the repair of this bed at this time. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Account alleged that the brakes are not holding. No injury or incident reported.